Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was received inoperable due to constant door no fully latched messaged corresponding with the reported symptom of "does not recognize a closed door" caused by a loose upper link screw. The screw was adjusted during evaluation with the door performing as expected. The link screws have been replaced.

Event description:
The customer reported that the spectrum pump does not recognize a closed door. The customer reported that there was no patient injury. No further information was available.